Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery ophthalmic artery with a max diameter of 4.2 mm and a 4.3 mm neck diameter. Landing zone: distal: 3.1 mm and proximal: 3.49 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed obvious retention of contrast agent in the aneurysm. It was reported that the patient had an ophthalmic artery segmental aneurysm and was planned to have a blood flow-guided dense mesh stent. After the preparation work was in place, the 150cm marksman catheter stent catheter reached the lesion through the 5f navien intermediate catheter with the cooperation of the traxcess 0.014 microguidewire. The dense mesh stent ped-350-25 was selected and implanted. When the stent was pushed out, it was found that the stent could not be opened. After many unsuccessful attempts, the catheter and stent were withdrawn, and the stent ped-350-20 was re-selected for implantation. After the stent was in place, it was opened and deployed smoothly, and the surgery was carried out smoothly and ended. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. The pipeline was removed from the patient by resheathing and removing with the microcath eter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis (B)(4) : equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the pipeline flex embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pushwire was found to be broken at distal hypotube and the remaining segment was not returned for analysis. Therefore, any contributing factors could not be assessed. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not fully opened and damaged. The other end of the pipeline flex braid was found fully opened and damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open distal (flex) as the device was resheated. In addition, the proximal and distal ends could not be identified. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.